Event description:
During cataract surgery, an intraocular lens was implanted. The first lens was defective (one of the prongs to hold lens in place had broken off). This problem is not known until inserted. The doctor had to remove lens, requiring a larger incision and stitches.